Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a care alert had triggered due to the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) due to increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow-up with the patient's clinic revealed that the patient had passed on the same date as the alerts. Further follow-up was completed but no cause of death was able to be obtained.